Event description:
Reporter alleged discrepant results with the glucose monitoring device and a valid lab comparison. Reporter stated the device result was 319mg/dl and lab result was 47 mg/dl. Reporter stated the patient was treated with d-50. Reporter indicated controls are routinely run and passed however the control information was not provided. A request was made for the return of the suspect device and replacement product was sent.